Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable on maryland bipolar forceps (mbf) instrument broke. The instrument was no longer usable even though it had two lives left. Customer had similar issues where cables on two other instruments broke intraoperatively. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.